Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 126 mg/dl. The customer stated that they had tried to change the set and reservoir but got a repeated no delivery during priming. Customer stated that the insulin did exit during priming and alarmed no delivery. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. The insulin pump will not be returned for analysis.